Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewf0552 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after two months from the implant, the catheter fissurized at 7 cm from the insertion point. No problems for the pt.